Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/15/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin cancer excision on an unknown date and suture was used for the closure. During the procedure, the needle popped off from the suture and the suture just broke in the middle. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.